Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant there was possible loss of capture on current electrograms. Pauses were observed on the monitor with heart rate in the 40's. The right ventricular (rv) lead was repositioned and remains in use. It was further reported the physician was concerned there was a possible issue with the implantable pulse generator (ipg) and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.